Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to lack of power source. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of lack of power source was not confirmed. The system controller was not returned for analysis, and no log files were provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate 3 system controller not being reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, instruct users on how to identify and resolve alarms that sound from their system controller, including alarms associated with no external power and power cable disconnect conditions. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.